Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device indicated that the device was partially deployed then removed from the anatomy without completing the device deployment sequence; therefore, the reported unknown device failure could not be confirmed. Based on visual and functional analysis of the returned device, a definitive cause could not be identified. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using two prostar xl device after an unspecified procedure. Reportedly, an unknown device failure occurred with two prostar xl devices. The method used to achieve hemostasis was not reported. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar device referenced is being filed under a separate medwatch MFR number.